Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead and exhibited loss of capture. The physician confirmed a lead fracture, by x ray, near the lead insertion point. Additionally, the right atrial (ra) lead also exhibited noisy signals that are suspected to be myopotential. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high impedance out of range on this right ventricular (rv) lead and exhibited loss of capture. The physician confirmed a lead fracture, by x ray, near the lead insertion point. Additionally, the right atrial (ra) lead also exhibited noisy signals that are suspected to be myopotential. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.